Event description:
(B)(4).

Manufacturer narrative:
No implants removed. On the basis of the data collected, we have no evidences that the problem is device related but it is likely related to patient conditions that required the implantation of a resurfacing patella.